Manufacturer narrative:
The initial reported event of [brief event description] was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Concomitant medical products: product ID: d274trk,product type: cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for high pacing impedance on the right ventricular (rv) lead. A fracture was suspected. The rv lead was capped and replaced. Eventually the right ventricular (rv) lead was extracted, removed and discarded. No patient complications have been reported as a result of this event.